Event description:
The customer obtained several false positive total b-hcg results on serum samples from one patient. Negative results were obtained for the same patient samples using an alternate test method. Persistent false positive total b-hcg results may results in the initiation of treatment. There was no report of patient harm as a result of this event.